Event description:
Materials#: 515052 batch#: 2212306 it was reported by the customer that white powder found on injector again. Verbatim: white powder found on injector again. Please provide an update on previous pir. Pictures were provided for same incident then.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H3 other text : see h10 manufacture narrative

Manufacturer narrative:
Three photo samples were provided to our quality team for investigation. Upon visual inspection of the product, white particles were observed on the surface of the injector. A review of the device history was performed for lot 2212307, no deviations or non-conformances related to the reported problem were identified during the manufacturing process. Retained samples of the reported lot were used for additional evaluation. The injectors were thoroughly inspected and no particles or other foreign matter was observed on any of the devices. Evaluations were conducted using several lots from various phaseal optima products, in attempt to replicate the particles that were observed, using an alcohol wipe and a standard dry wipe to clean the container prior to use. It was observed that when an alcohol wipe was used and more force was applied when cleaning the container, particle generation did occur. Sterilization tests were reviewed for the reported lot and the results were verified to be within specifications. The manufacturing of this product takes place in a clean room that is maintained under positive pressure to reduce the possibility of foreign matter. A review of the manufacturing records established that all cleaning of the packaging lines was performed in accordance with procedure. While we have seen particle generation when the product package is wiped vigorously before use, we cannot state that to be true for the incident reported, therefore we cannot identify a definitive root cause at this time.

Event description:
No additional information.